Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the unit will not hold any pressure during pre-test, by the end-user. No patient injury reported.